Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device. To date no response has been provided and no device received. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm which portion of the device packaging was perforated. Was the tyvek perforated? Did the perforation result in a loss of sterility? Or was the outer cardboard packaging perforated? If yes, did the perforation also affect the tyvek and/or blister portion of the packaging? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that "during preop" for an unknown procedure, device was pulled and a hole in the packaging was noticed. Device was set aside. There was no patient contact/no patient consequence.